Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using trusteel infusion set. Tandem customer technical support informed customer that trusteel infusion set is indicated for 2 days of use. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.